Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump is losing time. Reportedly, the pump has been losing about 1 minute per week. There was no impact to customer's blood glucose level. Customer will continue to use the pump for insulin therapy.